Event description:
It was reported that bd smartsite secondary set was leaking. The following information was received by the initial reporter with the following verbatim: it was reported by customer that breakage/leakage.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Three samples model 10014881 were unopened, two were open/used and deconned and 104 were out of the package but not used. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were primed with water and the two opened/used samples leaked at the junction between the male luer and tubing. No issues found with the unopened samples. Leakage between tubing-sleeve and male luer could be related to an incorrect tubing expansion in combination with an incorrect solvent application between components (excess) with by the assembler. Reported lot was manufactured on july 30th, 2025, before actions state implemented where the standard work instruction was updated to include the use of a new fixture to carry out correctly the expansion of sleeve and tubing solvent application and to assure the correct assembly between the tubing-sleeve/male luer. Additionally, a quality alert was created and communicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.